Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that his implantable pulse generator (ipg) is " not getting accurate readings" and this is "due to lead wire faultiness". The ipg, right atrial (ra) lead and right ventricular (rv) lead remain in use. No patient complications have been reported as a result of this event.